Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9350297. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200869089] noted for out of spec shield pull.

Event description:
It was reported that during use with a bd insulin syringe with the bd ultra-fine¿ needle the hub separated from the device.the following information was provided by the initial reporter:(2 of2 complaints).it was reported that needle hub separated and shields are difficult to remove.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd insulin syringe with the bd ultra-fine¿ needle the hub separated from the device. The following information was provided by the initial reporter: (2 of2 complaints) it was reported that needle hub separated and shields are difficult to remove.